Manufacturer narrative:
The device history record (DHR) could not be reviewed as no cardinal health lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported upon review of routine abdominal radiography, it was noted that the dobbhoff tube was transected. The proximal segment of the transected dobbhoff tube was removed. Endoscopic retrieval of the distal segment of the dobbhoff tube was scheduled. This complaint was received via medwatch report number: mw5162361 where cardinal health was identified as the manufacturer. However, the item code was reported as 40-9551 with lot number: 30324802. This product information does not appear to be associated with a device manufactured by cardinal health. For this reason, the complaint has been processed against an unknown item code with an unknown lot number pending additional information requested from the reporter. If additional information or clarification is received, the record will be updated accordingly.